Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Customer did not provide the lot number of the device, nor the lancets. The suspect device was discarded; therefore, no product could be requested to be returned for product evaluation.